Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer replaced the retractor band, which partially improved functionality, but some cubies still failed to open and disappeared after attempting to access the lids. All cubies were manually removed, and the row board cable was reseated to the row tray. This action fully resolved the issue with the cubies inside drawer 1.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had failed and was unable to recover the storage space. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another device, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of ¿es - mey04 1 drawer failure¿ was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the cubies in drawer 1.1 would be intermittently read in the system and then disappear. The retractor band was replaced, which helped to some degree, but some of the cubies would read and, when attempting to open the lid, only some would open, then stop completely and vanish. All the cubies were manually removed, and the row board cable was reseated to the row tray. This completely resolved the issue with the cubies inside drawer 1.1. The repair was tested in the hardware test application (hta) with no issues observed. During dchu visual inspection: pn 353844-01: the unit revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. During dchu testing: pn 353844-01: no testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie on visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of ¿es - mey04 1 drawer failure¿ was due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had failed and was unable to recover the storage space. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another device, which caused a delay to the patient care. As per part investigation, it was determined that the drawer failure was due to crossed continuity between adjacent copper strands in the retractor assembly, causing thermal damage and compromising drawer functionality there were no adverse events or injuries reported based on this event.